Event description:
It was reported that the stent dislodged. The stenosed lesion being treated was located in the calcified and tortuous right coronary artery. The physician advanced a 2.50x24mm promus premier stent delivery system (sds) to the target lesion, however the sds became stuck. The stent dislodged and embolized. A 2.25x22mm promus premier and a 2.25 x 22mm non-bsc stents were advanced but unable to cross the lesion. The procedure was completed by using a 2.5x16mm promus premier stent to crush the 2.5x24mm stent to the vessel wall. No patient complication were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).